Event description:
It was reported that: "the arthroplasty was revised due to femoral loosening and instability. The femoral, tibial insert and patellar components were revised. The components were implanted in situ for 1.5 y (tibial insert), 3.5 y (femoral/patellar). The patient presented with a (B)(6) score of 3 three months prior to revision surgery and a maximum score of 6." Information provided indicated that reported devices were implanted in 2003 and explanted in 2006.

Manufacturer narrative:
An evaluation of the device cannot be performed. Neither the device nor additional information is available from the research facility. If additional information becomes available, it will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2010-00989.